Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed to be a mechanical problem. Device was stated to be available but was not received by the manufacturing facility.

Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t hemodialysis (hd) machine nylon cap on the blood pump was melted and the blood pump rotor cut a set of bloodlines during a patient¿s hemodialysis (hd) treatment. The melted part was found after the bloodlines were cut and the machine was pulled from service. The machine is approximately one year old and the blood pump was the original fresenius part on the machine. The biomedical technician stated that there were no other machine issues associated with the reported event. The biomedical technician replaced the blood pump module, which resolved the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The blood pump module was returned to the manufacturer via returned goods authorization for physical evaluation. A blood leak occurred as a result of the reported issue due to the damaged blood pump rotor cutting the bloodlines two hours and forty-five minutes into patient treatment. The dialyzer and bloodlines were both non-fresenius products and no product information was provided. The patient ended treatment with 15 minutes of treatment remaining. The patient¿s estimated blood loss (ebl) was approximately 50 mls. There was no patient injury, adverse events, or medical intervention required as a result of this event.